Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot: unk, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient showed improvement was not ideal. There was only a slight improvement in their shaking; the effect was unsatisfactory. They returned to the hospital for an MRI and found the target to be somewhat offset. The healthcare provider (hcp) suggested re-operation, however the family considered the risk of the operation and decided for the conservative treatment. They were currently taking medication. It was unknown if there was more than a 50% reduction in symptoms. It was unknown if there were any expert opinions. Effective measures had not been taken and were not planned to be taken. Troubleshooting was unknown. The patient was currently observing at home. No further complications were reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and ot her applicable components are: product ID neu_unknown_lead lot# unknown implanted: (B)(6) 2017. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer via a rep indicated the cause of the offset target was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The cause of the offset target was undetermined. It was undetermined which lead it was. The patient weight was unknown. No further complications were reported.